Event description:
It was reported to medtronic minimed that the customer reported crack on belt clip rail. The customer reported no adverse event. The event involved product(s) mmt-1711k. Troubleshooting was performed and damage was due to wear and tear. No harm requiring medical intervention was reported. Mmt-1711k was returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Cosmetic damage was confirmed at the back of the pump. Retainer ring damage confirmed (found during visual inspection). Unable to perform the required tests due to blank display. Blank display was confirmed during analysis due to corroded and burnt electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.